Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was noted with an episode of high rate non-sustained tachycardia that appeared like noise on both the near field and far field electrogram. The atrial port has no atrial lead. Isometrics and pocket manipulation revealed nothing abnormal. The device remains in use. No patient complications have been reported as a result of this event.